Event description:
The customer reported that the insulin pump was not functioning properly. The customer stated that the low reservoir warning goes off at 40.0 units instead of 20.0 units. Troubleshooting was performed. Ran the displacement test and passed. Advised the customer that the insulin pump is replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. However, the device passed the displacement and motor test. Further testing could not be performed due to the prime anomaly. The device had a broken belt clip slot.